Event description:
Dealer states the scooter is not turning off completely when the key is disengaged. Nplugging the key switch corrects the power problem. Replacing inigition key switch on #(B)(4).

Event description:
Dealer states the scooter is not turning off completely when the key is disengaged. Unplugging the key switch corrects the power problem. Replacing inigition key switch on #(B)(4).

Manufacturer narrative:
(B)(4) issued MFR report #1531186-2012-00798 with the manufacturer as chien ti enterprise co., ltd. The correct manufacturer is c.t.m. Homecare products, inc.